Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres within 30 seconds. The balloon was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.